Manufacturer narrative:
The subject device has been received at fmsu on 06/21/2017 and investigation is in progress. This event occurred after a replacement keyboard cable was installed onsite on 05/25/2017 as part of troubleshooting previous two similar incidents on (B)(6)2017. The previous two incidents were reported under MDR numbers 2431293-2017-00061 and 2431293-2017-00062.

Event description:
On (B)(6)2017, during an ultrasound therapeutic procedure, the touch screen part of the cp-1 keyboard froze. The system was rebooted and the keyboard resumed normal function. No patient injury was reported.

Manufacturer narrative:
On 09/28/2017, fujifilm communicated a remedial action for the issue of freezing touch panel on the keyboard. Electrostatic charge on the pad can cause it to be unresponsive. As a result, a software change to the keyboard itself will reset the touchpad instantaneously upon touching the keyboard, rendering it operable by the user with no delay. Affected customers will have their keyboards updated with the software onsite as part of a field action. The issue does not cause any risk to patient health.